Event description:
On november 11, 2005, during a gore excluder aaa endoprosthesis case, the physician slow deployed the trunk-ipsilateral leg component and the device landed 2mm into the renal arteries. The device was able to be pulled down to the level of the renal arteries.

Manufacturer narrative:
To gore's knowledge the device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.